Event description:
It was reported that the pt heard some 'loud noise' in the speech. Further tests with new external equipment could not solve the problems. Telemetry shows an unusually low impedance on channel one, which was not there previously.